Event description:
The following information was reported by aci sales representative: both devices were used on the same patient. Both devices had a balloon loose of pressure between the 1st and 2nd stop. Upon using a third mynx, he achieved hemostasis. Note: the procedural sheath is not being returned. Deployer: in training. Stick location: at the femoral head. Vessel size: between 5mm and 7mm. Procedure: peripheral.

Manufacturer narrative:
Two balloon loss of pressure were reported to have occurred in the same patient. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear on the balloon, approximately 6 mm from the balloon proximal tip. The review of the lhr (lot f1318002) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00423 for the first device.